Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware has opened an internal investigation to address this issues. This is three of three reports (3007042319-2015-01803, 3007042319-2015-01804 and 3007042319-2015-01805) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is three of three reports (3007042319-2015-01803, 3007042319-2015-01804 and 3007042319-2015-01805) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad coordinator that the batteries switch always and immediately from one to another port and backwards. From port 1 to 2 and 2 to 1. There were no effects reported on to the patient. No further information available. This is report 3 of 3.